Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was placed during an percutaneous endoscopic gastrostomy (peg) procedure on a (B)(6), male patient on (B)(6), 2009. According to the complainant, approximately two weeks post procedure, the patient presented with the "y" adapter split. The split was along the side of the connector and went right into the peg which affected both medication and feeding. The physician replaced the adapter with another device (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).